Manufacturer narrative:
The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed to report the gripper actuation issue of the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip, an xtr, was implanted without incident. The second mitraclip, an ntr, was advanced to the mitral valve. An attempt was made to lower the grippers, but only one of the grippers actuated with use of the gripper lever. The other gripper did not respond to the gripper lever. Troubleshooting steps were performed, but were not successful. The grippers were eventually closed using the clip arms and the leaflets were grasped. There was difficulty grasping the posterior leaflet because of the large prolapse on the posterior leaflet and the gripper actuation issue contributed to the difficult grasping. Both leaflets were grasped and the second mitraclip was deployed. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot for gripper actuation issue and failure to adhere or bond. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. The reported difficulty grasping the leaflet appears to be due to challenging patient anatomy/morphology (prolapsed posterior leaflet) and procedural circumstances (inability to lower the gripper). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.